Event description:
The micro oscillating saw was returned to service. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly of the device, it was observed that the motor and sockets were corroded and the bearings were worn.